Event description:
A nurse (rn) contacted global technical services regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during prime. The technical service representative (tsr) instructed the rn with troubleshooting. The rn stated as she was pulling up on the lines, the heater line came out of the bag. The tsr explained that the supplies were compromised and to start over with new supplies. The rn confirmed to start over with new supplies. The rn also confirmed the patient was not connected at the time of the alarm. There was no patient injury or medical intervention. No further information is available at this time.

Event description:
After an implantation time of about 32 months, this device was explanted due to artifacts in the right ventricle. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check lines and bags alarm. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The root cause of the alarm was not determined. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of check lines and bags alarms is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.